Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) and odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to assess the unit on site and found that the oil mist filter and catalytic converter were misaligned. The fse reinstalled both parts, completed a successful empty cycle and confirmed the system was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/mist/vapor issue and odor/smells issue is due to the misalignment of the oil mist filter and catalytic converter. The field service engineer realigned these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.